Event description:
Monitor barely gets started booting and then it completely restarts over and over. The monitor was in use when it started to make failed attempts at rebooting. We are not sure how long it had been in use before the problem started. The monitor constantly tries to reboot without success. Tried reloading software and that seemed to make it worse (it just squeals and the display stays black). Bio med dept put the main board in an old monitor and the symptom continued, constantly rebooting itself.health professional's impression: unable to make any determination.